Event description:
This lead was implanted (B)(6) 2007 and explanted on (B)(6) 2011. The lead had an elevated threshold and was electively replaced. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).